Event description:
It was reported that the device has motor drive issue and left plunger case - plastic around screw. No patient injury reported.

Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Upon inspection, the device was tamper seal was still in tact and the top and bottom cases are in excellent condition. Cracked left plunger case and no visible contamination. The device history showed pump motor drive phase "b" post in ehl it was tested using power up process and checked battery status. During testing the tech was unable to duplicate . How ever; pump motor drive phase "b post " may caused by depleted battery. Battery readings are all showing "0". The issue was found to be interconnect board. Interconnect board does not charge battery which resulted in a depleted battery, which cause the customer reported problem. The root cause was unable to determine. No evidence of damage / contamination found in interconnect board or battery. Replaced interconnect board for not charging the battery. Performed power up process and all the functional tests passed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).